Manufacturer narrative:
It has been communicated that the device is not available for investigation. However, they will be returning product from the same lot for testing. Upon completion of the investigation a follow up report will be filed.

Event description:
Rep reported that during the procedure the string detached from the pattie making it difficult to find and remove. The customer discarded the product.